Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a postoperative xen®45 gts event for the right eye described as "tube was functioning well for six months. After this time, the doctor noticed that there was no filtration of fluid through the tube." Needling was attempted but it did not resolved the issue. Patient was taken back into the or, the device was explanted and second device implantation was attempted, without success.